Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have a generator defect leading to a relay error, c-71. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had repeated erbe errors. The system logs confirmed erbe errors c-71 and 4-71. The issue persisted after power cycling the erbe. The field service engineer (fse) was to follow up. The customer was swapping the vision side cart (vsc) and moving the failed unit to operating room (or) 1. The procedure was aborted to another da vinci system with no reported injury.